Manufacturer narrative:
Correction: b1, b5, b7, h1 and h11. B5: upon follow up, it was reported that the patient did not experienced suspected peritonitis. Based on additional information received, peritoneal dialysis disposables were determined not to be a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis. The cause of peritonitis was not reported. There was no report of hospitalization, treatment, patient outcome and action taken with pd therapy. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.